Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an inaccurate erratic results. The patient reported blood glucose results of ¿473, 140 and 118 mg/dl¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/24/2013. Inaccurate erratic was not confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.